Event description:
It was reported that the lead had a possible fracture; there was noise detected, and impedance spikes. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the outer tubing overlay was breach cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.